Event description:
Customer reported the insulin pump alarmed "low predict" but his blood glucose was at 136 mg/dl. Customer was advised to check the settings for his low predict. Customer was not sure how to check the settings, was walked through steps in how to check. During assistance the device alarmed "low predict" again, and customer's blood glucose was at 243 mg/dl. Customer was advised low predict is determined by his doctor and to contact his doctor. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.